Event description:
It was reported the patient died with cause of death on death certificate noted as severe sepsis. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. (B) (4) no anomalies found. Proximal segment returned and analyzed.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads are in process; the results will be forwarded when available. Evaluation summary (B) (4) no anomalies found.

Event description:
It was reported the patient died with cause of death on death certificate noted as severe sepsis. There is no allegation from a health care professional that the death was device related. Additional information received on the death certificate reported the severe sepsis was due to severe cholecystitis. The patient had a medical history of crohn's disease, pneumonia, and osteoporosis.